Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high; cause was not known. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer attempted to resolve the issue by performing multiple supply changes. Customer delivered multiple correction boluses via pump and administered a manual injection to address bg level, however, customer's bg did not lower. Subsequently, the customer was admitted to a hospital by ambulance and was treated with insulin via intravenous drip. The customer was released from the hospital on the same day, (B)(6) 2021. No additional patient or event information was available.